Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer had noise and no sensing. The analyzer passed incoming functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had sensing noise on the ventricular channel and no sensing on the atrial channel. The analyzer was returned for service. No patient complications have been reported as a result of this event.